Event description:
Info received indicates the brake casters at the head end of the stretcher are ratcheting when in brake.

Manufacturer narrative:
The tech replaced the head end brake casters to repair the stretcher.